Event description:
Received 3 guidewires in our decontamination laboratory, the return goods number that was referenced was not correct. One guidewire was received with a catheter. Several attempts were made to obtain additional information; however, there has been no information provided. Guidewires were examined on (B)(6) 2011 in the decontamination lab and it was indicated that 2 of the guidewires were damaged. The actual complaint is unknown, the customer did not respond to our request.

Manufacturer narrative:
One multi-med triple lumen 20cm catheter with a 0.035" guidewire stuck and uncoiled inside the catheter distal lumen without the packaging was received and evaluated. The guidewire was found to have a broken weld on the straight tip end and the outer coil wire has uncoiled starting 36cm area to the end of the straight tip inner wire. The guidewire was removed pulling the inner wire from the hub side of the catheter. The wire was removed easily. Examination of the catheter body, extension tubes and hubs found no abnormalities. Leak testing was performed using a 10cc syringe (air) connecting to each of the lumens hubs being tested. Each associated port was covered with a finger tip. The entire catheter was immersed in water and pressurized with air by compressing the syringe plunger. All through lumens were found to be patent and did not leak. A laboratory sample 0.035" guidewire was passed tip to hub and hub to tip smoothly, with no abnormal resistance noted. Though we have confirmed a product nonconformance exists, there was no evidence of a manufacturing nonconformance found during the evaluation. No actions will be taken at this time. A device history record review was completed and documented the device met specification upon distribution.